Event description:
The report stated that during a cystectomy when the ligasure impact was activated the surgeon received a regrasp alert. This happened 4 times and then the surgeon activated the integrated cutter. This caused the jaws of the device to shut on the cutter and the jaws could not be opened. The surgeon was able to pull the device off of the pt tissue. There was no patient injury from this.

Manufacturer narrative:
Date of initial report: december 21, 2007. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.